Event description:
It was reported that bd connecta¿ stopcock had foreign matter. This was discovered before use. The following information was provided by the initial reporter: the operating room opened the package and found stains.

Manufacturer narrative:
H.6 investigation summary: four physical samples were returned for evaluation by our quality engineer team. Each of the returned samples exhibited a stained blister package. The stain on the package was adjacent to the opening of the red component of the product. The product was examined at this point of contact and a thin film like material was found at this area. Fourier transform infrared spectroscopy (ftir) analysis was completed for this material with the results determining that the material was most likely silicone. A device history record review was completed for the three provided lot numbers. The review did not reveal any detected abnormalities during the production process for any of the three lot numbers that could have contributed to this incident. It has been determined that this resulted from an excessive amount of silicone being dispersed from the production station which went undetected. Based on the low occurrence of this defect, further action has not been determined necessary at this time. Our quality team will continue to monitor the production process for this defect and other emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8243762. Medical device expiration date: 2021-07-31. Device manufacture date: 2018-09-26. Medical device lot #: 8243752. Medical device expiration date: 2021-07-31. Device manufacture date: 2018-09-25. Medical device lot #: 8305758. Medical device expiration date: 2021-10-31. Device manufacture date: 2018-11-26. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd connecta¿ stopcock had foreign matter. This was discovered before use. The following information was provided by the initial reporter: the operating room opened the package and found stains.